Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they had a secretions with odor 3 day after implant and that they could not stop urinating frequently. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt shocking or vibrations and uncomfortable stimulation. The patient tried to adjust stimulation and stated at first that it was at the battery site but then corrected that and said they felt it at the target area. The stimulation was turned up from 0.3v to 1.0v because the trial system had been at 2.5ma and it was confirmed that the ins was on and the patient was using program 3 at 0.3v. It was also mentioned that the patient was implanted for urinary frequency and was still going to the bathroom every 15 minutes. The patient had a lack of symptom control since implant. The patient also mentioned that she was hospitalized due to pneumonia. There were no further symptoms or complications reported or anticipated.